Manufacturer narrative:
On (B)(6) 2015 product was requested for evaluation.

Event description:
On (B)(6) 2015 consumer claims after using the breast pump for 9 weeks, it has been extremely painful and developed mastitis. She has had several doctors appointments. Consumer feels breast pump does not work well for large breasted women. The cushion that comes with the breast pump is too small and has cut her nipple which over time created a breast infection.